Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 768079. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection which caused the incision site to open and the leads exposed out of the skin. The patient was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained despite good faith efforts.